Event description:
This is filed to report an air embolism. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. One clip was successfully deployed on the mitral valve, reducing mr to a grade of 1. However, after the devices were removed, air was observed in the right upper pulmonary vein. Aspiration was attempted, but the air could not be accessed. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported embolism was unable to be determined. The reported patient effect of embolism, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.